Event description:
It was reported that the patient's symptoms returned. A dye study was done and a catheter blockage confirmed. A catheter revision was performed. It was reported that after the revision, the patient recovered without sequela. The pump was used to deliver baclofen.

Manufacturer narrative:
Catheter model # 8709sc, lot # n279830015, implanted: (B)(6) 2011, explanted: unknown. Catheter connector/anchor model # 8590-9, lot # n282953; implanted: (B)(6) 2012, explanted: unknown; 8578 sc connector, serial # (B)(4), implanted: (B)(6) 2012, explanted: unknown. Analysis of the catheter revealed sutureless connector (sc) indent down in the sc connector seal-along with occlusion related complaint. The sc connector was broken apart as received, but the cup seal was able to be reinserted and properly aligned down in the cup of the sc connector. After this was done, microscopic inspection showed a circular indent consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent is located in the silicone material of the cup of the sc connector. This indicates the connection between the sc connector and the pump's outlet port may possibly have been occluded.

Manufacturer narrative:
(B)(4).